Event description:
I am the director at a technical school where we train phlebotomy students. We recently ordered needles for blood draws through amazon a week earlier. Students proceeded to do blood draws on each other without incident. They used a box of needles on the fake arms as well as each other. It wasn't until opening the second box when worms were discovered in the packaging. The packaging was sealed and intact, yet the worms seemed to be internal. Obviously, this raises concerns about the integrity of the needles that were used as well as needles that have been sent out to other locations by amazon. Upon looking through the rest of the packaging, several other boxes contained what appeared to be worms inside of the needles. We have kept all packaging. We also didn't wait a week to do this. We started with the local health department and were eventually led to this site. Unfortunately, the timing of a holiday weekend, as well as no one at the health department having a clear path caused some delay. Thank you.